Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient being revised for suspected loose reclaim stem. After disassembling the stem in surgery, the proximal body was removed from the distal stem. The distal stem was found to be well fixed and not loose. It was discovered that the patient had a proximal femur fracture, unsure if it was caused iatrogenically or if it was already there. Decision was made my surgeon to leave previous reclaim distal stem and implant a new proximal body of a different size even after the rep advised agaist this ans stated it was off label use. Liner and head were also removed and replaced. No further patient information available doi: 2012, dor: (B)(6) 2020, affected side: left hip.